Manufacturer narrative:
Visual analysis of the returned device revealed damage to the "sub-miniature a" (sma) connector face. The pattern on the tip face and the jagged tip confirmed fiber fracture.

Event description:
It was reported to boston scientific corporation that during a transurethral incision of the prostate procedure (tuip) using a flexiva 550 laser fiber, when the physician stepped on the foot pedal, the blast shield blew. The blast shield was changed. Laser energy from a 100 watt holmium laser set at 2.0 joules and 40 pulses with power wattage between 60 and 80 was being used with fiber. The procedure was completed with another flexiva 550 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable malfunction; however, investigation of the returned device revealed an MDR reportable malfunction.